Event description:
On (B)(6) 2026, a patient underwent a CT guided kidney biopsy procedure through hard density tissue by using maxcore instrument. It was reported that during the procedure, the outer cannula allegedly could not be fired. It was further reported that the firing button was bit stuck but could be pressed. Coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first and second photo shows a maxcore device which is placed inside of the package which is in initial position. The third photo shows a maxcore device which is placed upon the package with initial position also the labelling information matches with the track wise details. No other anomalies were identified. Therefore, based on the investigation is kept as inconclusive for the reported failure as no objective evidence was provided. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a CT guided kidney biopsy procedure through hard density tissue by using maxcore instrument. It was reported that during the procedure, the outer cannula allegedly could not be fired. It was further reported that the firing button was bit stuck but could be pressed. Coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.